Event description:
It was reported that revision surgery was performed due to the dislocation of the patella insert. The patient had accomplished rehabilitation.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. A clinical analysis indicated that this is a complaint from japan reporting the dislocation of the genesis ii resurfacing patella. Just the patella was revised. No clinical/medical documents were provided for this investigation and the patella was not returned for inspection. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. The impact to the patient beyond the additional surgery cannot be concluded. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A review of the risk management file and instructions of use for the product was completed. Factors and/or some potential probable causes that could include but not limited to abnormal loading of limb, design of device, fit/sizing, patient anatomy, procedural/user error, traumatic injury. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.